Event description:
It was reported that the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided technical assistance to the customer and provided the part number information for a replacement keypad assembly, per their request. After several follow-up attempts with the customer, physio-control was unable to confirm if this particular device was either repaired or removed from service. No information appears to be forthcoming and a conclusive cause of the reported problem could not be determined.